Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece gets hot and works intermittently. Another device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Date MFR. Rec: 12/12/2016. Device evaluation has been completed. Analysis could not confirm the reported event of the device getting hot and working intermittently. Evaluation indicated that the device was not running when received therefore pre-repair temperature testing could not be performed. Evaluation found that the motor seized and wad corroded due to dried saline. The bearings on the device were also corroded due to dried saline and the seals were worn. The device was repaired, tested to all manufacturing product specifications and returned to the customer.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.